Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all users were unable to login and when user put the fingerprint, it would freeze for about 3-4 minutes. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that all users unable to login. A field service engineer confirmed that the customer verified the biometric identifier working and requested to close the case. The system functioned as intended after the customer resolved the device.